Event description:
International affiliate reports that the implanted setscrew loosened and the spinal rod separated its position. As a result, revision surgery was required.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unk. It was reported that the surgeon believes that the setscrew loosening may be due to his selection of a short rod and insufficient tightening of the setscrew during the initial surgery. However, no conclusions can be drawn at this time.